Event description:
It was reported that during a follow up in clinic, myopotential oversensing was noted on the device resulting in pacing inhibition. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and reprogramming of the device was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.